Event description:
The facility reported a pump with failure code 812:02. It is unknown when this failure code occurred. There was no patient injury or medical intervention necessary according to the hospital representative.